Manufacturer narrative:
There was no device returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but may be reopened if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated. Furthermore, the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a follow-up x-ray examination on (B)(6) 2017, ceramic insulation was discovered inside the patient's bladder. This foreign object was then retrieved using epidural anaesthesia and dilation of the urethra. The ceramic insulation most likely broke off from an inner sheath during a therapeutic transurethral resection of the bladder tumor (turbt) procedure on (B)(6) 2016. However, this was not noticed during the turbt. There was no report about an adverse event or patient injury.